Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information received reported the "start date" of the patient's baclofen intrathecal treatment had been (B)(6) 2014 at which time their daily dose had been decreased. The "end date" of treatment was listed as ongoing. No other medications were in the patient's pump at the time of the event. The reason the patient was receiving too much drug was "new catheter so needed lower dose". Symptoms the patient experienced included being "too loose". It was noted the daily dose was decreased. The patient was now doing well at their current dose.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device system replacement had ¿recently¿ occurred and the day prior to the report date the patient was getting too much drug so the pump was turned down to minimum rate mode. Now on the report date, the health care provider (hcp) wanted to turn the pump up to 50mcg per day however it was determined this was not possible given the concentration of the baclofen which was 2000mcg per ml. The patient was reportedly doing better now that the medication had been turned down. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.